Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriately anti-tachycardia pacing (atp) and shocks due to atrial fibrillation with rapid ventricular response. Furthermore, a signal artifact monitoring (sam) episode was inappropriately recoded due to the minute ventilation (mv) feature oversensing. Additionally, during an intrinsic ventricular fibrillation episode, undersensing on the right atrial channel observed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriately anti-tachycardia pacing (atp) and shocks due to atrial fibrillation with rapid ventricular response. Furthermore, a signal artifact monitoring (sam) episode was inappropriately recoded due to the minute ventilation (mv) feature oversensing. Additionally, during an intrinsic ventricular fibrillation episode, undersensing on the right atrial channel observed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.